Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event logs of the device found no keystrokes, programming, or use related events that would indicate and/or contribute to the reported problem. A visual inspection was performed and no issues were noted. A short simulated therapy and power on self test were successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the there was a burning smell coming from the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.